Event description:
It was reported that the flyte hoods produce lint which has caused eye irritation to the user. The user facility switched to using t5 hoods. No specific dates, specific events or specific products were reported. No patient involvment, no medical intervention and no adverse consequences were reported. One previous complaint was reported under MDR number 1811755-2011-00096.

Manufacturer narrative:
The reported event is not associated with a specific hood. No device will be returned for analysis.